Event description:
Reported due to a retroperitoneal bleed requiring intervention. The physician attempted to arteriotomy closure with the starclose device after an interventional procedure in the left anterior descending artery (lad). A femoral angiogram was done, however, the results were not reported. Hemostasis was tested on the table. Approximately ten to fifteen (10-15) minutes later, the patient showed signs of shock and was sent for a computerized tomography (CT) scan which revealed a retroperitoneal bleed. The patient "underwent surgery and recovered from this bleed."

Manufacturer narrative:
The device was not returned for evaluation, but the lot information was provided. A device lot history record review will be performed. This report represents all the information known by the reporter upon query by abbott personnel.